Manufacturer narrative:
(B)(4). Concomitant product(s): ¿ vanguard femur, catalog 183130, lot 261730; biomet tibial tray, catalog 141223, lot j2383909; series a patella, catalog 184764, lot 552210. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the prosthesis currently remains in situ. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02951, 1825034-2017-02922, and 1825034-2017-02952.

Event description:
Patient has been indicated for a left knee revision procedure due to pain, limited mobility, pinching, and burning. No revision has been reported to date. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been experiencing pain for six (6) years following left total knee arthroplasty. Patient also is experiencing limited mobility, pinching, and burning. No revision has been reported to date. Additional information received indicated that the patient is undergoing non-invasive therapy at this time to try to treat the issue. The patient's knee is still experiencing the reported issues.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient has been indicated for a left knee revision procedure due to pain, limited mobility, pinching, and burning. No revision has been reported to date. Additional information received indicated that the patient is undergoing intensive core strengthening therapy. The patient's knee is still experiencing the reported issues.